Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, particles in valve.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "hole, non-specific" and "particles in valve." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "hole, non-specific" and "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, 1 opening assessed, as fold flow opening. Particles in valve: not observed. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side deflation. Healthcare professional, later reported, "hole, non-specific" and "particles in valve". Device has been explanted and replaced.